Manufacturer narrative:
Handpiece #1: the handpiece was examined at the facility and no problem was found. However, the handpiece was returned for evaluation. The phaco handpiece was manufactured on may 4, 2015. Based on qa assessment, the product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. The handpiece successfully tuned when connected to a calibrated infiniti system. The infiniti system was set to 100% power and the handpiece completed a five minute burn-in test without error. The handpiece was connected to the dynamic tuning fixture (dtf). A stroke test found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event could not be determine conclusively. Handpiece #2: the handpiece was examined at the facility and no problem was found. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on july 28, 2016. Based on qa assessment, the product met specifications at the time of release. Manufacturing record review: a review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. A functional test was performed on the returned handpiece. The handpiece was first connected to a calibrated infiniti system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5 minutes on 100% torsional and ultrasound power. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements to manufacturing specification. Functionally, the handpiece passes all tests within stroke specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece periodically lacked ultrasound during a surgical procedure. The surgical procedure was completed with no harm to the patient. Additional information has been requested.